Event description:
It was reported that during a follow up, high pacing lead impedance was observed. The physician has been monitoring the impedance and noted a steady increase. The lead will be replaced once the device reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.